Event description:
The clinic reported that a laser vision correction patient presented with epithelial ingrowths in both eyes at 2 week post-operative exam. The patient¿s eyes required irrigation and topical steroid dosage was increased. In addition, a flap and rinse was performed. The patient complained of blurry near and far vision. The patient did not experienced loss of best corrected visual acuity.

Manufacturer narrative:
Epithelial ingrowth and irrigation required. The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.